Event description:
It was reported that the subject device had poor contact and image blackout. The issue was identified during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the color stripes on the image are not good when the cable is shaken. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely poor contact between the camera head and the cable led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: d8 - was device serviced by third party?, d9 - date returned to mfg, g1 - contact office email, h3 - device evaluated by mfg?.

Event description:
No additional information received from the customer.